Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the connection between the device and the stylus touch-pen was broken; it was found that the stylus connector was loose, but functional. It was also noted that the electrocardiogram (ECG) connector on the link electronic module (lem) was loose. The device also failed the antennae connection test, as well as the common mode wrist test. Furthermore, the system fan of the device was noisy, two hinge plate screws were missing, a keyboard latch was broken. All found defective parts were replaced, with exception of the geography-specific keyboard. The device passed final functional and system tests. No other anomalies were found.

Event description:
It was reported that the connection between the programmer and the stylus touch-pen was broken. The programmer has been returned for repair. There was no patient involvement.